Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient cannot hear and did not receive significant benefit from the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with a percutaneous baha implant system.